Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump received replace battery alarm . The customer¿s blood glucose level was 5.5 mmol/l. The customer did not receive a low battery alert prior replace battery now alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. Unexpected battery power loss alarms due to connector resistance electrical board. No replace battery alert or replace battery now alarm noted during testing.